Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker detected variety in lead impedance trends over the last year, both for the right atrial (ra) and right ventricular (rv) lead. Rv pacing thresholds were also noted to be high. There is no current evidence to suggest any of the measurements are out-of-range, however. Technical services (ts) was consulted and recommended a full lead evaluation in clinic. Of note, both the ra and rv lead are non-boston scientific products. No adverse patient effects were reported. This device remains in service.